Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of frayed and exposed wires was confirmed, however, the reported event of sparking was unable to be confirmed. Visual inspection verified the power extension cable was frayed and wires were exposed. A known working test power extension cable was used for performance testing due to damage to the one returned. The unit powered on successfully and patient data and software and diagnostic tests were performed successfully using the test power extension cable. No software malfunctions or anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The user reported frayed wires of the power extension cable. The user also stated that the unit sparked where the damage was noted. The unit was replaced and there were no adverse consequences reported by the user.